Event description:
During use of a skytron table, the bed began moving on its own, the customer was able to stop its movement. Also, during another procedure the table malfunctioned and a massive hydraulic fluid leak was found.